Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results showed that one ecr60g reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as no device was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the staples were delivered accrossed. From the first reload, the staples were delivered accrossed, they didn't take place the way they should. The second reload presented the same problem. The device was used on a stomach, no buttressing materiel was used. The instrument was not activated next to an existing staple line. No unexpected noise was heard. No forces higher were felt by the surgeon. He had no difficulty removing the device from the patient's tissue. Longer anesthesia, the surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.